Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: con210106 - 1407de - MFR. Date: 11/30/2015 - exp. Date: 11/30/2016, bat208429 - 1650de - MFR. Date: 09/30/2015 - exp. Date: 09/30/2016 (B)(4), bat209255 - 1650de - MFR. Date: 09/30/2015 - exp. Date: 09/30/2016 (B)(4), bat209258 - 1650de - MFR. Date: 09/30/2015 - exp. Date: 09/30/2016 (B)(4), bat208036 - 1650de - MFR. Date: 09/30/2015 - exp. Date: 09/30/2016 (B)(4), bat209016 - 1650de - MFR. Date: 09/30/2015 - exp. Date: 09/30/2016 (B)(4), bat209148 - 1650de - MFR. Date: 09/30/2015 - exp. Date: 09/30/2016 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient described battery switching on all batteries. The devices were exchanged with no reported consequence or impact to the patient. It was further stated that the patient is afraid of equipment malfunction. Log files were provided.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: (B)(4) UDI number: (B)(4) mfg. Date: 09/13/2015. (B)(4). (B)(4) UDI number: (B)(4) mfg. Date: 09/26/2015. (B)(4). (B)(4) UDI number: (B)(4). (B)(4). (B)(4) UDI number: (B)(4) mfg date: 09/09/2015 (B)(4). (B)(4) UDI number:(B)(4). (B)(4). (B)(4) UDI number:(B)(4). Mfg. Date: 09/05/2015. (B)(4). It was reported that the patient was experiencing power switching events. Four batteries ((B)(4)) were returned for evaluation. (B)(4) were not returned after several attempts to retrieve the units were performed. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files was not performed since the logs were not provided for analysis. Failure analysis of (B)(4) revealed that the units passed visual and functional testing; the reported power switching could not be duplicated during testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to communication errors or momentary disconnections between the controller and batteries. Two internal investigations have been open to evaluate the communication errors on non-smr upgraded controllers and the momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.